Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that in a journal article studying the alps plating system, that there were 2 patients with loss of reduction/malunion. 1 of these patients was treated with removal of hardware and arthrolysis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: sweden. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Kjaer c, hillblom m, lenholm e, boström windhamre h, ekelund a. Results of open reduction and internal fixation of proximal humerus fractures using a proximal humeral plating system with smooth pegs. Shoulder & elbow. 2025;0(0). Doi:10.1177/17585732241309582.